Event description:
The customer experienced a low blood glucose level of 41 mg/dl and consumed carbohydrates to address the situation. Cause was not known. Control-iq technology was not active during the incident. Tandem technical support recommended consulting a healthcare professional to discuss factors potentially affecting the blood glucose levels, and the customer acknowledged this advice.